Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that when he hit a particular button on the insulin pump, the screen would not say on, and a separate button would have to be held down for the screen to stay on. The customer's blood glucose was 114 mg/dl. No significant events were recalled leading up to the keypad issues. The customer was advised to discontinue se an revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly during testing and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. The display operated normally when buttons were pressed and no display anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window. Medtronic, inc. (Medtronic)